Event description:
Additional information received from the patient reported that all issues had been resolved. ¿it was not the ins (implantable neurostimulator).¿ it was unclear if this referred to the ins seeming like it had moved issue or the diarrhea.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) seemed to have moved in the pocket. It seemed further down on the left side since six months ago. Also, the patient reported diarrhea symptoms for the past four weeks.the indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.